Manufacturer narrative:
Model number/ catalog number: 72404231, serial number null batch/ lot number: (B)(4), model/ catalog description: cx preconnect ms 15cm ps iz.

Event description:
It was reported that the patient experienced discomfort and pain with an inflatable penile prosthesis (ipp). The patient symptoms were caused due to the reservoir migrating from the retzius to the bladder. A surgical procedure was performed in which the existing ipp was removed and replaced with a tactra penile prosthesis. The patient fully recovered following the procedure.